Manufacturer narrative:
The returned lead was only available in fragments. The lead had been capped about 12.5 cm distal of the df4 connector pin. All parts of the lead were returned for analysis. The returned fragments were examined visually, mechanically, and electrically. The visual inspection showed cuts in the insulation. Especially 18 cm distal of the separation site of the distal fragment, a deep cut into the insulation could be noted, as mentioned in the complaint. Blood had entered the lead at this site. Further analysis showed a deformation of the distal shock coil that is probably a result of the explantation. The measurement of the direct-current resistances of the electrical conductors of both fragments proved to be unremarkable. The manufacturing process of this lead was reviewed. The production documents showed no anomalies. All manufacturing steps had been carried out correctly. In summary, there were no indications of a material defect or manufacturing error.

Event description:
Ous MDR. After an implantation period of approximately 3 months, insufficient sensing and threshold values were reported. Impedance values were reported to be ok. During the revision procedure, a possible insulation breach on the lead was observed. The lead was explanted and returned to biotronik for analysis.